Manufacturer narrative:
One used cadd-legacy® plus pump was received for investigation. A visual inspection found no physical damages on the device. Multiple "high pressure" alarms were present in the event history log. An alarming "no disposable" message was activated after latching a cassette onto the pump during testing. A faulty downstream occlusion sensor was determined to be the root cause of the reported problem. A cause for the faulty sensor could not be determined.

Event description:
It was reported that a cadd-legacy® plus pump exhibited a repeated "no disposable" alarm. Multiple disposable sets were tried with the pump. No injury was reported.